Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing in which atrial activity was being sensed as noise on the ventricular channel. No changes were made, the ICD remains in service. No adverse patient effects were reported.